Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 200 mg/dl range and insulin injections were used to address the high bg level. The customer changed the supplies on the pump and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.